Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported on (B)(6) 2018 at 3:47 pm that the insulin pump had alarmed critical pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen was blank. Upon further review, the electronic board was heavily corroded and had rust on it. Both battery jumpers disconnected from the board. Unable to perform functional tests including displacement and self tests due to the blank display.